Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the right atrial (ra) lead was removed and replaced due to recurring dislodgement. No patient complications have been reported as a result of this event.